Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary catheterization diagnostic procedure. Reportedly, the needles would not deploy. Hemostasis was achieved using a non-abbott device and ten minutes of manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device and the reported failure to deploy the plunger could not be confirmed as the plunger was not returned and the device was returned with a posterior needle to cuff miss and an anterior needle to cuff detachment. Although it was reported that the needles would not deploy, the event is classified and analyzed as suture retrieval issues as the difference between the two failure modes is often not discernable to the user. The reported failure to deploy the plunger and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.